Manufacturer narrative:
The t:slim g4 pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer took the pump into the bath twice, for 10 to 15 minutes each time. The customer reports seeing water underneath the touchscreen of the pump. The pump touchscreen is now unresponsive and is unable to be unlocked. There was no reported impact to the customer's blood glucose level.